Manufacturer narrative:
The insulin pump passed all functional testing that was performed. However, when downloading to carelink pro, information from (B)(4) 2014 was erased due to several displayable history crc check failed on startup alarms. The alarms were due to corrupt history file. The device had cracked case at display window corners, broken battery tube threads, and minor scratches on the lcd window.

Event description:
It is reported that a customer experienced low blood glucose of 29 mg/dl. The customer was treated for the low blood glucose with a glucose tablet. The caller was the customer's mother who stated that they do not know how the patient received the extra insulin delivered from the pump. They do not remember programming a bolus at the time of the patients low blood glucose. The customer was informed that there could be many reasons for low blood glucose. The customer could not trouble shoot because she did not have the pump with her at the time. The customer was advised that they can be put on a wait list for a replacement pump but it may take a while. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).